Event description:
During a carotid angioplasty, the material of a 6mm extra support angioguard embolic protection device presented difficulty in releasing from the filter. Another similar device was used instead and there was no adverse event reported. Microscopic analysis of the returned device indicated that the filter basket membrane presented a stripped back condition.

Manufacturer narrative:
During a carotid angioplasty, the material of a 6mm extra support angioguard embolic protection device presented difficulty in the releasing of the filter. Another similar device was used instead and there was no reported patient injury. Microscopic analysis of the returned device indicated that the filter basket membrane presented a stripped back condition. One non sterile angioguard was received coiled inside a plastic bag. Also, the capture sheath was received for evaluation and it was observed that a 30 cm section was bent. The coil presented a bent condition at 2cm from tip. The filter basket was received loaded in the deployment sheath. In addition, the delivery wire presented a kinking condition at 5cm from tip. Moreover, the delivery sheath presented a peeling on a 40cm section at approximately 26cm from tip. The unit was inspected under microscope and it was observed that the filter basket membrane presented a stripped back condition. No other anomalies were observed. Functional analysis could not be performed due to the received conditions of the device. Lake region lot number 10138497 is cordis lot number 70512506. Per lake region report (b)(4, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10138497. This packaging lot contained (B)(4) units, which were shipped from lake region medical on july 2, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery system- deployment difficulty-unable" was confirmed owing to the received conditions of the device; however, it was not possible to determine the how and when of the observed conditions. As per the event description and product analysis, it is very likely that the kink on the delivery wire, the bent on the capture sheath, the peeled away on the sheath and the stripped back on the membrane conditions could be procedure related; therefore, functional testing could not be performed. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Analysis of the returned device shows that the filter membrane was ¿stripped back¿. However, it was still attached to the filter struts and was not ripped/torn or separated from the strut wires. This may have been due to the filter basket being drawn too far into the deployment sheath during preparation of the device. Without films of the event it is not possible to draw a conclusion about a clinical relationship between the device and the event.